Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event of pressure dropping. Unrelated to the reported events, the xenon lamp was replaced as a preventative measure (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on quality assurance (qa) assessment, the product met specifications at the time of release. The system was found to meet specifications in relation to the reported events; therefore, the root cause of the reported events cannot be determined conclusively. The company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported experiencing problem with the hypotonia during an unknown number of vitrectomy procedures and the problem does not occur when the three-way stopcock was not connected or by switching off the pressure compensation intraocular control also leads to fewer pressure problems. Additional information has been requested but not received.